Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The porthole latch cover, spring, and base were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a broken porthole latch which could cause a patient fall. There was no report of patient involvement.